Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated mdrs: 1225714-2014-05054 and 1225714-2014-05055.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6)2011 after the use of the product.